Manufacturer narrative:
Conclusion: this device is available for evaluation and a follow up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The neuron catheter was removed from the plastic canister and the distal portion was crumpled on removal. The neuron was unusable.